Event description:
Drive devilbiss healthcare was notified of an incident involving a heating pad on january 30th. The initial reporter stated that her mom "received burns from a heating pad" on her arm and " has been in pain from blistering." The unit has not been returned for evaluation and no additional information is available at this time. Drive devilbiss healthcare is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.